Event description:
It was reported during a low anterior resection the ecs29 did not form staples completely. The anastomsis leaked and was oversewn with suture. There was no consequence to the pt. 12/13/96 1310 the surgeon called back stating when she used the ecs29 during a low anterior resection procedure. The surgeon said when she fired the device it appeared to fire fine. The surgeon reported she heard a crunch sound when the instrument was fired. Upon opening the instrument the surgeon stated the donuts were complete. The surgeon said the distal part of the anastomosis was fine, but proximally the staples were malformed. The surgeon reported she performed a leak test with air insufflation and the anastomosis leaked proximally. The surgeon said she reinforced the anastomosis with 3-0 silk sutures and performed another leak test and it was fine. Thhe surgeon reported there was no consequence to the pt and the pt did fine postoperatively.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring. Additionally, the staple heights were measured and found to be conforming to mfg requirements. The reported incident of malformed staples could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.